Event description:
An adverse skin reaction was reported with the Abbott Diabetes Care (ADC) device. The customer experienced a bleeding, redness, hot around the area, and puss at the device insertion site. As a result, the customer had contact with a healthcare professional (HCP) who prescribed Clindamycin (Antibiotics) 300mg for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.